Event description:
This is a spontaneous report from a consumer of a patient who made mistake/touch contamination and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services (bcs), the following information was reported. On an unreported date, the patient had a touch contamination which resulted in peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for 10 days for the peritonitis (exact dates of hospitalization were unknown). Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, peritoneal dialysis pd therapy was ongoing. The patient was recovering from peritonitis. It was not reported if the patient was retrained on aseptic technique. On (B)(6) 2012, global pharmacovigilance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The nurse stated the peritonitis was not related to dianeal solution or to baxter devices or disposable products. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Since the lot number was unknown, a batch review could not be performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.